Event description:
The rptr stated that she did back to back blood glucose testing, one after the other, taking two samples from the same finger, using different strips. The results were 249 and 342 mg/dl. No symptoms were reported. A control solution test result of 153 mg/dl was in range. On follow-up, the lifescan rep reviewed qc procedures and discussed meter/lab testing with the rptr.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8